Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) identified the link was caught in the pre-tied knot. The link was pulled from the swage end of the anterior cuff. There was a small piece of suture caught in-between the anterior cull and the anterior needle tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There have been no other similar incidents from this lot confirmed through device analysis. Further assessment per site operating procedures was performed and identified a potential product deficiency related to the manufacture of the device. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a transcatheter aortic valve implantation procedure. This was the smaller access site. Reportedly, a link break occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.